Manufacturer narrative:
(B)(4).

Event description:
The catheter was leaking in 2 places; the catheter was confirmed to be fractured. The catheter was revised on (B)(6) 2010. Additional info has been requested, a f/u report will be sent if additional info becomes available.